Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore advancing through the cartridge. The lens was inserted and was cut out of the eye with no patient injury. Another same model lens was implanted. The reporter stated the event was due to a loading issue.

Manufacturer narrative:
(B)(6). Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - no known impact or consequence to patient, torn material. Evaluation results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. (B)(4).